Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and the connector was missing. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes, and the cable connecting ECG "a", "b" and the front therapy electrode were severed, as well. The root cause for the severed cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.